Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call high blood glucose levels. Customer¿s blood glucose level was over 600 mg/dl. Customer experienced fatigue and treated their high blood glucose level via manual injection and the ambulance arrived. Customer¿s parent advised patient was running out of insulin and ambulance did arrive to provide assistance. Customer's parent also reported that the insulin pump stopped working. The insulin pump will not be returned for analysis.